Event description:
The end-user uses the hydra-therm all day everyday and yesterday as we were closing up the back of it where the power connects to the machine burst into flames. It melted the power cord, and burned up the wall. Claims agent for chb talked to the owner, the cord was swapped out a few months ago and replaced it due to the cord smoking, this was 2-3 months ago. The end-user provided pictures of the power cord, a black power cord. Chb/richmar power cords are gray in color with a clear blueish tint to the plug ends. Page 3 of the instruction manual states the warranty for the device is for one (1) year from the date of original end-user purchase. It also states "all repairs to the product must be performed by richmar or a richmar authorized service center. Any modifications or repairs performed by unauthorized centers or groups will void this warranty." On page 5, first bulletin on right side, it states "always use factory authorized replacement parts."